Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. The correct common device is indicator, chemical. The correct catalog number is 14202. The correct lot number is 20315.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a sterrad cycle. The customer stated there was a quantity of 6 involved. It is unknown at this time if all 6 were involved in one event or multiple events. Asp will continue to follow up for additional information. The affected load was not released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the certificate of conformance (coc), trending of the lot number, visual analysis and system risk analysis (sra). The coc was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 12/27/2015 to 06/24/2016 no significant trend was observed. The sra indicates the risk associated with a quality problem with no impact on safety is "low." A visual inspection was performed on one unused returned roll of tape. The sterrad lettering was red. The ci tape was tested for functionality and met all process specifications. The used ci tape sample was not returned. The assignable cause of the issue could not be verified. The issue will continue to be tracked and trended.

Manufacturer narrative:
The customer reported the issue was observed on three completed cycles and a total of six chemical indicator strips were involved in these three cycles. It is unknown how many strips of tape were involved in each cycle. Asp will continue to follow up for more information. (B)(4) addresses the first event, (B)(4) addresses the second event and (B)(4) addresses the third event. This is one of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00398, 2084725-2016-00529 and 2084725-2016-00530.